Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the mid right coronary artery (rca). A 4.0 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and was inflated several times to nominal pressure when a rupture occurred. The bdc was removed without reported issue, and a new same size nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.